Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery is damaged, and the device will not work in battery mode. The rse evaluated the device remotely and determined a replacement battery is required. The customer was provided with replacement parts information. Customer to order and install the replacement battery to resolve the issue. The device remains at the customer site. No further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a faulty battery. Root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with parts information and will order the replacement battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.